Manufacturer narrative:
Ito, h.; takatori, y.; moro, t.; oshima, h.; oka, h., tanaka, s. (2014) total hip arthroplasty after rotational acetabular osteotomy, the journal of arthroplasty, journal homepage: www.arthroplastyjournal.org; article history: received 21 august 2014; accepted 1 october 2014. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article entitled, "total hip arthroplasty after rotational acetabular osteotomy". The article addresses one reoperation/revision was needed in the control group. There has been no further information provided and the patient's outcome is unknown.